Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to the fisher & paykel healthcare (f&p) regional office. Our investigation is therefore based on the information and photographs provided. Results: the photographs provided showed that the breathable film of the nasal tubing was torn. A lot check was performed and to date there were no other devices for this lot number to have been identified to be torn. Conclusion: the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in (B)(6) reported on behalf of a hospital that bc191 flexitrunk infant nasal tubing was torn when taking out of the box. This was observed before use on a patient.